Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 8.5-14.5cm from the lead tip. Internal insulation abrasion under the rv shock coil was noted at 6.5cm from the lead tip. The etfe coating was intact at these locations. The reported field event of increased threshold and pacing lead impedance were not confirmed.

Event description:
It was reported that high threshold and an increase in pacing lead impedance were observed. The decision was made to explant the lead since the device was at eri.